Manufacturer narrative:
It was reported on (B)(6) 2013 that patient had an initial transoral, odontoidectomy followed by an oc-c2 psf with mountaineer in (B)(6) 2013. The patient had a subsequent fall in (B)(6) 2013. Patient suffered progressive neck pain. X-rays show both of the c2 pedicle screws broke below the head. Patient came in and subsequently had it revised and was re-fused from oc-c4 to stabilize him. The bone screws on both sides were not able to be retrieved, just the portion with the head still attached. Samples were not returned for further evaluation. The device history record was reviewed for lot no: anjb60 in which no discrepancies were observed during the manufacturing process. The review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. Per medical safety specialist, it was noted that it is difficult to state whether the patient had fused. Based on the x-rays provided and evaluation, it suggests that since the patient was re-fused after his fall, that the patient had not fused in the first place. Also, the timeline for the course of events (patient had odontoidectomy, followed by an oc-c2 psf in (B)(6) 2013 and he fell in (B)(6) 2013 and seems as though he was refused in (B)(6) 2013) would not have allowed enough time for fusion. Additionally, a review of the complaint trend analysis found no related complaints associated with product code: 1883-19-328, and no related complaints associated with lot no: anjb60. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required.

Event description:
It was reported that the patient initially had a transoral, odontoidectomy followed by an oc-c2 psf with mountaineer devices in (B)(6) 2013. The patient fell in (B)(6) 2013, then suffered progressive neck pain and could hear a clicking sound when turning neck. X-rays revealed that both c2 pedicle screws were broken below the screw heads. Revision surgery was performed and patient was re-fused from oc-c4 for stabilization. Broken sections of the screws attached to the screw heads were explanted. However, the screw shanks could not be removed and they remain in the patient. See mfg medwatch report no. 1526439-2013-17894, for the other screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device given to patient.